Event description:
It was indicated that the patient had been experiencing increased spasticity, and there was a possible catheter complication. The pump and catheter were replaced; the spinal segment of the catheter was tied off to avoid any future spinal leaks. The device system was being used to deliver compounded baclofen. At the time of report, there was no patient injury. The cause and outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Event description:
Additional information received reported that the patient recovered without sequela.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Analysis of the catheter, model # 8731c, sn (B)(4), found a user related hole. The catheter was returned in two segments. Segment 1 contained the sutureless connector and ended just prior to the pin connector. Segment 2 contained the pin connector and ended just after the anchor. The rest of the spinal catheter segment remained in the patient. On segment 1, the white silicon boot was separated from the connector assembly. On segment 2, holes were found on the distal portion. The hole corresponds with the barb on the pin connector.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).